Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visable damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).